Event description:
It was reported that this right ventricular lead was repositioned due to experiencing dislodgement. This was confirmed by an x-ray exam. Furthermore, the lead exhibited undersensing and failure to capture. This procedure was completed successfully and this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that this right ventricular lead was repositioned due to experiencing dislodgement. This was confirmed by an x-ray exam. Furthermore, the lead exhibited undersensing and failure to capture. This procedure was completed successfully and this lead remains in service. No further adverse patient effects were reported.